Event description:
Upon inflation of balloon pt c/o discomfort. An effort was made to deflate balloon with syringe without success. Inflation hub was cut off to allow water to drain without success. Dr was notified and attempted to remove water and catheter without success. Just below insertion hub of catheter the wall was distended from bulging when water was inserted. Pt was transported to ER to have catheter removed by urologist.